Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during laparoscopic gastric sleeve procedure, after using a couple of clips, the surgeon reported the clips were scissoring. Case completed with another device of the same product code. There were no patient consequences reported.